Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935-65 lead; implanted: (B)(6) 2010. (B)(4).

Event description:
The patient reported the power light was flashing and then smoke came from the monitor. The patient will return the monitor. The monitor was replaced and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was performed on the monitor, which revealed a failure of the printed circuit board assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).